Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, there was an opened sealed package. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.